Manufacturer narrative:
Product complaint #: (B)(4). Additional product code: hwc. Complainant part is not expected to be returned for manufacturer review/ investigation. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part/lot combination is not valid, therefore the DHR could not be completed. If the device is returned or the lot number is confirmed the DHR will be revisited. Part #: 456.305, synthes lot #: 7416149, supplier lot #: na/, release to warehouse date: 20 jun 2013, manufactured by: (B)(4), no ncr's generated during production. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, patient underwent a hardware removal of tfn original in preparation for total hip arthroplasty(tha). The procedure was completed successfully without surgical delay. There was no patient consequence reported. This complaint involves unknown number of devices. This report is for (1) 11.0mm ti helical blade 100mm. This is report 2 of 4 for (B)(4).